Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, the customer administered a large bolus for carbohydrates consumed and caused a blood glucose level of 48 mg/dl. Customer ate carbohydrates to address blood sugar. The customer reverted to an alternate method in insulin therapy.